Manufacturer narrative:
Eval method code: other = device history reviewed. Results code: other = device history review found the product met specifications when released for distribution. Conclusion code: other = exact cause of event cannot be determined. Conclusions: conversation with the medwatch reporter clarified that the problem was decannulization due to pt movement. There was no knowledge of the amount of blood lost. The surgeon provided a secure method to re-attach the cannula. The medwatch reporter also stated that the six hour window of use did elapse when this incident occurred. There was no reported consequence to the pt. The device has since been disposed. Exact cause of the event cannot be determined as the product was not returned. However, user interface is suspected, based on the reported event.